Manufacturer narrative:
The reported meter/reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter/ reader and no issues were observed. Meter/reader powered on with button and test strips. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report as h10-addtl mfg narrative was incorrectly documented in the supplemental 1 report. Correction have been made.

Event description:
Customer reported receiving unspecified low readings on the adc blood glucose meter which she perceived to be inaccurate. Customer further reported she experienced "mild stroke" and was hospitalized and received unspecified treatment. No further information was provided by the customer and attempts to gather additional information had thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving unspecified low readings on the adc blood glucose meter which she perceived to be inaccurate. Customer further reported she experienced "mild stroke" and was hospitalized and received unspecified treatment. No further information was provided by the customer and attempts to gather additional information had thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter/reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter/ reader and no issues were observed. Meter/reader powered on with button and test strips. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving unspecified low readings on the adc blood glucose meter which she perceived to be inaccurate. Customer further reported she experienced "mild stroke" and was hospitalized and received unspecified treatment. No further information was provided by the customer and attempts to gather additional information had thus far been unsuccessful. There was no report of death or permanent impairment associated with this event.